Event description:
The customer reports that a tandem and ovoid plan (t&o) resulted in a different delivered dose than intended. The measurement wire was not advanced completely into the colpostats, resulting in measurement approximately 2.5 cm shorter than the actual lumen lengths for the treatment plan. Two of six fractions were delivered with the incorrect lumen length in the colpostats, resulting in the sources being delivered approximately 2.5 cm proximal to the intended positions and outside the ovoid caps. The dosimetrist that made the measurements, reports that the cause of the short measurement was that excessive force was needed to advance the wire past the last bend in the colpostat, and he thought that the shorter measurement was correct for the lumen. The customer asked if this was a known issue, and it was indicated to the customer that it is known that extra force is needed to advance the wire beyond the bend and in some cases after extended use, the friction in the closed ended tgt's can go up. The customer replied that this is the second t and o case at the site and it is his contention, that too much force is required and he thinks the transfer tubes or colpostats are suspect.

Manufacturer narrative:
Underdose of prescription point (cervix and uterus) by 23% for two of six fractions. Exposure to rectum and bladder were below dose limits. A modification to the plan to rectify the variance in delivered dose was developed by the physician and dosimetrist, and the patient was treated with corrected plan. There was no serious injury reported as a result of this event. Method: though still under investigation, varian has determined that a MDR is appropriate, as this possible malfunction, should it recur, could potentially result in serious injury. Additional follow-p to this MDR is expected upon completion of the investigation.